Event description:
The bravo would not connect the recorder prior to being placed in the patient. Manufacturer response for electrode, ph, stomach, bravo (per site reporter). Waiting for their response.